Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump¿s battery life was shorter than expected. The reporter confirmed that there was no damage to the battery compartment or battery cap and that there was no moisture/corrosion in the pump. Troubleshooting indicated that there were ¿low battery¿ warnings in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings:a review of the black box showed evidence of drastic voltage fluctuations on 06/21/2015 at 01:03 and 05:06. The returned battery cap secured properly to the pump and was used to complete investigation. The battery compartment was intact and there was no moisture found in the battery compartment. The pump powered on normally and current draws were within specifications. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.